Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-aug-2015. The most recent information was received on 30-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is not visible') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramp at every menstrual cycle"), menorrhagia ("menorrhagia (heavy menstrual bleeding)other"), fatigue ("fatigue"), endometriosis ("incredibly painful endometriosis"), menstruation irregular ("irregular periods"), pain ("body aches"), pyrexia ("fevers") and joint stiffness ("stiff joints") and was found to have the first episode of weight increased ("weight gain"), hormone level abnormal ("hormonal changes,hormone fluctuations"), uterine leiomyoma ("fibroids") and the second episode of weight increased ("40 lb weight gain in 6 months"). The patient was treated with surgery (hysterectomy (partial) salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, fatigue, hormone level abnormal, endometriosis, uterine leiomyoma, menstruation irregular, pain, pyrexia, joint stiffness and the last episode of weight increased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, joint stiffness, menorrhagia, menstruation irregular, pain, pyrexia, uterine leiomyoma, the first episode of weight increased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: essure indication, start stop date added. Events bleeding, menorrhagia (heavy menstrual bleeding),'other, fatigue, weight gain, other, hormonal changes, incredibly painful endometriosis, fibroids, irregular periods, hormone fluctuations, body aches, fevers, stiff joints, 40 lb weight gain in 6 months were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.